Manufacturer narrative:
B2: date of death: used(B)(6) 2020, as the exact death date was unknown. B3: date of event: used april 07, 2020, as the exact death date was unknown.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 100% stenosis and was 102 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 32, 2.75 mm x 38 mm and 3.50 mm x 38 mm promus premier stents. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2020, the subject died, and the primary cause of death was unexplained. The subject was on aspirin and clopidogrel. There was no other action taken to treat the event and it is unknown if an autopsy was performed.